Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the home hemodialysis pt attempted to detach the blood line, the blood line snapped inside palindrome lumen. Customer stated the palindrome had cracked and a replacement catheter was needed and exchanged.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.